Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded. The patient was intubated and placed on extracorporeal membrane oxygenation (ECMO). There was inappropriate pacing therapy by the right atrial (ra) lead. The lead was also noted with noise and undersensing during atrial arrythmias. Sensitivity was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.